Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental.

Event description:
It was reported that two spinal cages have fractured. It is further reported that this is approx 18 mos post-operatively. The pt has been revised.